Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via social media that customer experienced sensor glucose versus blood glucose differences. Customer felt that the issue was the insulin pump giving a low reading and states that his meter was accurate. Customer reported that blood glucose was 451 mg/dl but sensor was reading 53. Customer requested to do a study for new insulin pump.